Manufacturer narrative:
Date of event: 2013. Explant date: 2013. Model number/catalog number: sc-2352-70. Serial number: (B)(4). Batch/lot number: 14582820/14582820. Model/catalog description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient was not getting relief. The patient underwent an explant procedure. No further information could be obtained.